Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch number reported: batch: 2245198. Creation date: (B)(6) 2023. Expiration date: 2028-12-31.

Event description:
Material#: 305180, batch#:0211737. It was reported by customer that experiencing coring when drawing up medication using the bd blunt fill needle. Verbatim: experiencing coring when drawing up medication using the bd blunt fill needle.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this is a duplicate to (B)(4) and will be cancelled. This MDR will be void.

Event description:
Duplicate to (B)(4).